Manufacturer narrative:
Date of this submission is (B)(4), 2011. This closes out this report unless add'l significant info is received.

Event description:
(B)(6) consumer reports that the strings were coming off of the tampons prior to use.